Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device was difficult to open. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Reported and outside expiration date at time of reported incident. The returned product did not meet specification as received. The visual inspection found the knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife. The reported condition was confirmed. The knife is trapped and contained within the jaws. The knife could not advance forward or retract. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The instructions for use sates, confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, multiple device issues occurred. A tissue fusion open instrument was difficult to open. A blunt tip laparoscopic sealer device had an exposed wire on the jaw. A second tissue fusion open instrument was difficult to open. Another tissue fusion open instrument device did not cut. A laparoscopic instrument had an issue where it was difficult to use when the grip was closed. A new device was used to complete the case. There was no patient injury.